Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their device would intermittently restart. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/14/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/04/2013 with the following findings: multiple reboot events were observed in the device's history prior to complaint date. The battery compartment was intact with no cracks. There was evidence of moisture contamination inside the battery compartment. No battery cap was returned with the deivce, so a test cap was used and was able to fully tighten. A power loss was not observed when the pump was exercised for 24 hours. The pump did pass a leak test. No evidence of additional moisture contamination found inside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.